Event description:
N/a

Manufacturer narrative:
Updated fields- b4, g1 contact person ¿ mfg site, g3, g6, h2, h11 corrected field: d4 UDI number.

Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. Full calibration, and tested the unit. The product passed all functional/ safety testing. Returned the unit to the customer.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) will not stay in ECG trigger. The patient is 100 percent v paced with a decent looking ECG waveform. The pump stays in pressure trigger, but frequently, the pump does not trigger in pressure, and will go for multiple beats without pumping. They have tried semi auto to go back to ECG and have tried switching leads. Timing appears correct, and the waveforms are clean and crisp. Hr is 98 and bp stable. We began to troubleshoot by switching ECG patches, and several times back and forth to with semi auto and auto. The pump would still pause in semi auto and ECG trigger. Also tried pacer v but reports that the pump still has moments that it pauses on multiple beats. Advised trying a new ECG cable, flushing the central lumen- although the aline is clean and last- switching for a different pump. Switched cables and patches but says that the pump still switched over to pressure trigger, but after quite a while it has not paused again. Customer will closely monitor and call again if it continues. The pump at this time has not been switched and at the end of the call, the pauses have resolved. There were no alarms or messages present on the pump. There are no reports of harm or injury related to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.